Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 18 x 4 balloon catheter ruptured at five atmospheres (5 atm.). The distal balloon and nosecone broke off/separated from the delivery system and were not able to be retrieved. The separated portion was stented/trapped successfully in the patient¿s inferior vena cava (ivc). Additional information received indicated that the there was no calcium in the distal ivc and stenting was done the trap residual thrombus. The access site for the procedure was the right femoral vein. The balloon burst occurred during the second or third inflation at five atmospheres (5 atm.). The product will be returned for inspection. Attempts were made to retrieve the separated fragments without success, so stenting was done to successfully trap the fragment and maintain a patent iliac vein lumen. The separated fragment was stented in the right common femoral vein. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink in the area of separation during use. The catheter was not ever in an acute bend. Procedural films are available. There was no reported excessive torquing required. There was no resistance met while advancing the device over the guidewire. There was no reported resistance while withdrawing the device from the vessel or through the sheath. The device separation occurred approximately two (2) cm. From the distal tip. The balloon was not reported to have been caught in the lesion or in a deployed stent.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 18 x 4 balloon catheter (bc) ruptured at five atmospheres (5 atm.). The distal balloon and nosecone broke off/separated from the delivery system and were not able to be retrieved. The separated portion was stented/trapped successfully in the patient¿s inferior vena cava (ivc). Additional information received indicated that the there was no calcium in the distal ivc and stenting was done to trap residual thrombus. The access site for the procedure was the right femoral vein. The balloon burst occurred during the second or third inflation at 5 atm. The product will be returned for inspection. Attempts were made to retrieve the separated fragments without success, so stenting was done to successfully trap the fragment and maintain a patent iliac vein lumen. The separated fragment was stented in the right common femoral vein. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve. There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink in the area of separation during use. The catheter was not ever in an acute bend. Procedural films are available. There was no reported excessive torqueing required. There was no resistance met while advancing the device over the guidewire. There was no reported resistance while withdrawing the device from the vessel or through the sheath. The device separated approximately two (2) cm. From the distal tip. The balloon was not reported to have been caught in the lesion or in a deployed stent. The product was returned for analysis. One non-sterile maxi ld 7f 18mmx4cm 80cm bc was returned. Per visual analysis, the distal section of balloon catheter was observed broken off/separated from the delivery system approximately two centimeters from the distal tip. The separated portion was not returned for analysis. No other anomalies observed. Per sem analysis the external surface presented evidence of scratch marks that could be related to the balloon separation. The separated inner lumen surface presented evidence of elongations at the surroundings areas of the separation. These elongations observed could be related to an application of a force that induced a plastic deformation until rupture. Additionally a separated braid wire presented evidence of ductile dimples that can suggest pulling / stretching events. Functional analysis leak test could not be performed due to the broken off/separated condition of catheter as received. A device history record (DHR) review of lot 17183192 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The events reported by the customer as ¿balloon-burst-at/below rbp¿ , ¿balloon-separated ¿ and ¿distal tip-separated-in patient ¿ were confirmed due to the broken off/separated condition of the balloon catheter analyzed. The elongations of the catheter and the ductile dimpling of the braid wire are indicative of force being applied on withdrawal and the scratches are indicative of the balloon being scraped against a hard or rough surface. However, the exact cause of the broken off/separated condition found on the balloon catheter could not be conclusively determined during the analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: a voluntary medwatch (mw5044265) was received in regards to this complaint. No new additional information was received. The voluntary medwatch is attached. Additional information will be submitted within 30 days upon receipt.